Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they thought their device "went off, a few times." They also stated that it "felt like it went off." The device is still in use. No further patient complications have been reported as a result of this event.